Event description:
Complainant alleged that while attempting to monitor a male pt, the device would restart/reboot by itself. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.